Event description:
Agent japan sv. It was reported that a balloon rupture occurred. A 3.0 x 10mm wolverine cutting balloon was selected for treatment of the 99% stenosed distal left circumflex (lcx). During use of the device, the balloon ruptured. The device was replaced with another of the same and the procedure was completed successfully. There were no patient complications due to this event.